Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, high voltage tank, x-ray tube and fuse were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with black images during a case. The procedure was completed without incident. No patient injury was reported.